Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness, fell, and hit his head resulting in a cut to the area. He was given honey and was transported to the emergency department (ed) where the bg finger stick was 21 mg/dl and the cgm value was 51 mg/dl. After regaining consciousness he continued to eat honey to raise the blood glucose, and later stated he was not treated with medication at the ed. He was monitored at the hospital less than 24 hours overnight and was discharged the next day in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.